Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed alert code 61 for an external flash write error, troubleshooting did not resolve the malfunction, and a replacement ilet was issued with instructions provided for shutdown, return, and start-up of the replacement; the user¿s blood glucose at the time of the report was 133 mg/dl and the user was advised to continue cgm use via dexcom app or receiver. Symptoms included no reported adverse clinical effects. Outcomes included product replacement and continued diabetes management with cgm while awaiting setup of the replacement device. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a device malfunction related to the pump¿s internal memory function that triggered recurring system reset alarms. It was concluded, based on previously established findings for similar reports, that the device experienced a hardware failure and was replaced.